Manufacturer narrative:
Examination of the returned item confirms the observation. The DHR analysis of batch 05224644 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The investigation is not able to conclusively determine root cause. The parts may have been deteriorated during the assembly. This analysis has not highlighted any product failure, the need for corrective action is not indicated. Case followed in post market surveillance reviews. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The innerscrew came loose inside, and the operator was not able to put it back into place.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.